Manufacturer narrative:
Trackwise ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
Summary: the hospital reported that during an endoscopic vein harvesting procedure the vasoview hemopro 2 silicon covering on the bisector peeled back as the harvester was performing a fasciotomy. No portion of the silicone covering separated and fell into the patient. A new device was used to complete the procedure. No injury to the patient.

Event description:
N/a.

Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 08/23/2022. An investigation was conducted on 08/30/2022. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed on the harvesting device handle, jaws, and heater wire. Heavy evidence of charred material was observed between the jaws and on the heater wire. The clear silicone insulation was observed to be peeled off the cold jaw. A piece of silicone was observed to be missing from the inner part of the cold jaw. The detached silicone was not returned for evaluation. The insulation of the hot jaw and heater wire were observed to be intact with no defects observed. Based on the return condition of the device as well as the evaluation results, the reported failure "peeled; jaw" was confirmed. The lot # 3000249229 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.